Event description:
Patient has continuous blinatumomab infusing. On (B)(6) 2023 while the patient was accessed with a 20 g 3/4 inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today the same thing occurred with the same needle and tubing. We reaccessed with a 22 gauge 3/4 in needle and also added extra tape to the outer tubing to stabilize the line. Breakage has occurred a times with this patient. Reference report: mw5115707.